Event description:
Two samples from one patient were tested for beta-hcg. The first sample gave a low beta-hcg result when compared to other results. Sample 1, initial result gave no value and auto-repeated giving 78.81 iu per l. This result was reported and the doctor had the patient redrawn in early 2009. Sample 2, initial result >10000 iu per l, repeated (1:100 dilution) gave 98714 iu per l. Sample 1 was then repeated the same day gave >10000 iu per l twice and 99267 iu per l (1:100 dilution) once. Per customer, treatment based on the erroneous result can be excluded due to the doctor questioning the result. If additional information becomes available, appropriate notification will be provided.